Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2016 that a customer had an issue with a dialysis catheter. The customer reports when repositioning the patient and giving the infusion, there was tension on the catheter and the silicone extension of the luer lock adapter detached. The catheter was exchanged immediately. There was no patient harm. The catheter was in place 12 days, it was placed on (B)(6) 2016. The catheter was tested prior to use. It was cleaned with skinsep.

Manufacturer narrative:
Submit date: 7/18/2016. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Product sample was returned to the manufacturing site for analysis and investigation, it consisted in one catheter of the product mahurkar 12fr x 16cm and a baxter set. The catheter returned inside a plastic bag and presented signs of use (blood residues). Visual inspection of this catheter revealed that the infusion lumen (middle lumen) was completely separated from the adapter infusion. Additionally it was observed rests of the glue in the infusion lumen. Measures of the outside diameter of the tubing and inside diameter of adapter could not be determined since the part number was not provided. As part of the investigation process the defect was analyzed and it was tried to replicate in the manufacturing process with the manufacturing engineer: despite the defect was not exactly the same, it was a similar reproduction of the sample received, and several factors were manipulated to obtain the defect: quantity of glue, position of the infusion extension on the mandrel and the cure time with the uv light; however it was not possible to determine which of this alternatives were involved at the time of the defect occurred. An ishikawa diagram was used to determine the potential causes for this event: based on the fishbone diagram, the possible causes were identified. Based on sample evaluation the most probable root causes are: operator failed to follow process and inspection procedures (incorrect positioning on the infusion extension) and equipment malfunction (quantity of glue and/or cure time), however which of these causes is related to the defect found on the sample received could not be determined. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.